Event description:
Consumer contacted dexcom to report a hardware error code from the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not find any defects. Review of the receiver data log confirmed the reported hardware error. The root cause was determined to be a hardware component failure.